Event description:
Additional information: in terms of the outflow graft occlusion, the patient was to be treated with medications only. Additionally, it was reported that the patient was experiencing right heart failure and was slowly diuresed on (B)(6) 2020 with the aid of a pulmonary artery catheter. The patient received inotropes, vasopressors, and a lasix infusion. The patient¿s dobutamine infusion was slowly weaned over the course of a week-long period, ending on (B)(6) 2020. Blood cultures were also obtained on (B)(6) 2020 and were positive for methicillin-resistant staphylococcus aureus, with wound cultures being positive for proteus mirabilis, and the patient was started on daptomycin, zosyn, ceftaroline and cresemba. The infectious diseases department recommended switching the patient¿s antibiotics to rifampin and micafungin, as well as the continuation of daptomycin. On (B)(6) 2020 the rifampin, daptomycin and micafungin were stopped and cresemba, doxycycline and bactrim were started per the infectious diseases department.

Manufacturer narrative:
Section b5: correction section d4: additional information section g3: correction section h4: additional information section h6 (patient code): correction section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6)2017 . The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was not available for investigation. A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported infection and right heart failure could not be conclusively determined through this evaluation. Controller event log file 91011150 contained data spanning from (B)(6)2019 at 10:10:22 to (B)(6)2020 at 12:28:35, per the timestamp. From the beginning of the log file through 31dec2019 at 18:42:29 pump flow typically ranged from 5.5-5.9lpm. On (B)(6)2020 at 07:44:45 a decrease in pump flow to 2.4lpm was recorded, and the estimated flow ranged from 1.7-2.7lpm for the remainder of the log file, resulting in intermittent low flow alarms. Controller event log file 91060835 contained data spanning from (B)(6)2020 at 05:47:26 to(B)(6)2020 at 12:57:50, per the timestamp. The beginning of the log file through (B)(6)2020 at 08:13:02 captured the estimated flow to be between 1.5-2.5lpm, resulting in numerous low flow alarms. The remainder of the log file captured pump flow in the 5.6-5.8lpm range. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2015 . The heartmate 3 lvas IFU lists right heart failure and infection as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Incidental finding: the submitted lvad event log file data appeared to have captured an electrostatic discharge (esd) related pump stop event on 30dec2019 at 10:10:20. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that a transesophageal echocardiography (tee) was performed and revealed thickening of the implantable cardioverter-defibrillator (ICD), the account was concerned for infection. The patient was switched to cresemba, doxycycline, and bactrim on (B)(6) 2020. The patient was discharged to home in stable condition on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was later reported that the patient had a near occlusive thrombus within the proximal outflow cannula. No further information was provided.

Manufacturer narrative:
Updated manufacturer investigation conclusion: the account provided scans/renders of the outflow graft; however, the reported obstruction/type of obstruction could not be conclusively determined through the provided images. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and right heart failure could not be conclusively determined through this evaluation. Controller event log file (B)(6) contained data spanning from 30dec2019 at 10:10:22 to 01jan2020 at 12:28:35, per the timestamp. From the beginning of the log file through 31dec2019 at 18:42:29 pump flow typically ranged from 5.5-5.9 liters per minute (lpm). On 01jan2020 at 07:44:45 a decrease in pump flow to 2.4lpm was recorded, and the estimated flow ranged from 1.7-2.7lpm for the remainder of the log file, resulting in intermittent low flow alarms. Controller event log file (B)(6) contained data spanning from 02jan2020 at 05:47:26 to 05jan2020 at 12:57:50, per the timestamp. The beginning of the log file through 02jan2020 at 08:13:02 captured the estimated flow to be between 1.5-2.5lpm, resulting in numerous low flow alarms. The remainder of the log file captured pump flow in the 5.6-5.8lpm range. The account communicated that a computerized tomography (CT) scan was performed on (B)(6) 2020, which revealed an outflow graft obstruction between the graft lumen and the bend relief (see attached CT scan results). Due to the patient¿s history of persistent driveline infections, fever, chronic kidney dysfunction, and non-compliance (refer to (B)(6)), the patient was deemed to not be a surgical candidate at that time. The patient was to be treated with medications only. Additionally, it was reported that the patient was experiencing right heart failure and was slowly diuresed on (B)(6) 2020 with the aid of a pulmonary artery catheter. The patient received inotropes, vasopressors, and a lasix infusion. The patient¿s dobutamine infusion was slowly weaned over the course of a week-long period, ending on (B)(6) 2020. Blood cultures were also obtained on (B)(6) 2020 and were positive for methicillin-resistant staphylococcus aureus, with wound cultures being positive for proteus mirabilis, and the patient was started on daptomycin, zosyn, ceftaroline and cresemba. A transesophageal echocardiogram on (B)(6) 2020 revealed thickening of an implantable cardioverter defibrillator (ICD) wire, concerning for infection. The infectious diseases department recommended switching the patient¿s antibiotics to rifampin and micafungin, as well as the continuation of daptomycin. On (B)(6) 2020 the rifampin, daptomycin and micafungin were stopped and cresemba, doxycycline and bactrim were started per the infectious diseases department. On (B)(6) 2020 the patient was discharged home afebrile and with stable vital signs. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists right heart failure and infection as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient received antibiotics for a driveline infection and inotropes for heart failure. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an onset of constant low flow alarms. Log file analysis also revealed a low speed event. It was later reported that the patient received a computed tomography (CT) scan that revealed an outflow graft occlusion between the bend relief and graft. The patient was reported to have a persistent driveline infection, fever, and chronic kidney dysfunction. The patient was also reported to be non-compliant and not a good surgical candidate. No further information was provided.